Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant, prior to discharge. Upon device interrogation, diminished r-wave sensing was exhibited by the right ventricular lead. The lead was successfully repositioned on (B)(6) 2021. The patient was in stable condition.